Manufacturer narrative:
The pad-pak was first installed successfully on the 5th february 2010 and performed to specification up to the 28th september 2014. The device failed several self-tests due to a low battery between the 5th october 2014 -30th october 2015. A fresh pad-pak was installed later on this date, the device passed a self-test. Multiple manual power ups of mainly ten minute duration were recorded between the 27th- 29th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.